Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery didn't work, no recollection of specific case. Another vh-4000 kit was opened to complete the procedure. No patient injury.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/21/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire as well as on the base of the cold jaw. The clear silicone insulation on the cold jaw was observed to be peeled off. The detached silicone insulation was not returned for evaluation. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "peeled;jaw" was observed. The lot # 25163022 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.